Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was not passing opcheck due to low battery. Biomed discovered that the battery was not making connection. No pt involvement reported.